Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on three separate occasions, the physician noted lead issues on model lpa1200m leads when sewing the leads in place with the suture sleeves. Specific details of the lead issues or any further information regarding these events were not provided.